Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 47 first prime pulses before being deactivated. No timeouts, drive stalls or alarms were observed in the data. The needle mechanism was reset to the not deployed position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. The device did not deploy because it was deactivated before completing the priming sequence. The device was found to function as intended. No other damages or deficiencies were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.